Manufacturer narrative:
(B)(6). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During surgery for a replacement of a pain ipg, the surgeon touched the ipg with the device. After the procedure, it was identified that the ipg was not working properly and another ipg had to be obtained for implant replacement. It is unknown if there was a connection between plasmablade utilization (touching the plasmablade to ipg device) and the ipg failure.

Event description:
Upon receipt of additional information, when the plasmablade touched the ipg there were reported sparks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.